Event description:
User facility alleged discrepant, back-to-back blood glucose results of 400 mg/dl on the inform system when compared with 162 mg/dl on a laboratory analyzer on a specimen drawn within 3 mins of the inform test. The rptr stated that the pt was not treated based on the result. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.